Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used for a bronchial stenosis during a transbronchoscopic balloon dilatation procedure performed on (B)(6), 2023. During the procedure, the device was placed at the stenosis and was about to be inflated. However, it was found that the balloon was leaking. The procedure was completed with another cre pulmonary dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of balloon leak. Block h10: investigation results the returned cre pulmonary dilatation balloon was analyzed, and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem. However, the balloon would not hold pressure due to a pinhole. Microscopic inspection found a pinhole located approximately at 14 mm from the tip of the balloon. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon leak was confirmed. The pinhole found in the balloon is likely to have occurred due to factors encountered during the procedure: excess pressure, interaction with other devices, anatomical restrictions or interaction with sharp surface during the procedure could create friction on the balloon and cause a pinhole. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used for a bronchial stenosis during a transbronchoscopic balloon dilatation procedure performed on (B)(6) 2023. During the procedure, the device was placed at the stenosis and was about to be inflated. However, it was found that the balloon was leaking. The procedure was completed with another cre pulmonary dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a0504 captures the reportable event of balloon leak.